Event description:
Event description cpi received information that during a replacement procedure of an implantable cardioverter defibrillator (ICD) for normal battery replacement, a lead repair kit was used to correct what appeared to be some lead abraison. The lead remains active, and implanted.